Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump with the assistance of technical support and was instructed to continue using it, with guidance to call back if the malfunction reoccurs.